Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. The device passed electrical and functional testing. External and internal visual inspections were performed and found no issues. The pneumatic system was tested and found no issues. Multiple short therapies were performed on the device successfully. The reported issue was confirmed through an event history log review. The cause was the initial drain alarm setting was inappropriately programmed therapy. Homechoice / homechoice pro apd systems patient at-home guide states in the warnings: ¿setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that the fill volume was increased and the home patient (hp) felt bloated. The event occurred during the dwell phase on the home choice (hc). The technical service representative (tsr) had the hp down arrow to manual drain and pressed enter. The hp stated they were draining slowly and the tsr had the hp remove the tape from their body. The drain volume (dv) was increasing at a normal rate. The hp drained 7109ml. The tsr checked the programming. The program was continuous cycling peritoneal dialysis, the total volume equaled 14500ml, the fill volume (fv) equaled 2800ml, the last fill volume (lfv) equaled 0ml, the cycles equaled five, and the initial drain alarm equaled 0ml. The hp stated they performed a manual exchange of 2500ml extraneal after the therapy was over. The tsr had the hp start the dwell. The dwell time left equaled 0:00 and the hc went to the drain phase. The initial drain volume equaled 27ml. The hp stated they were using three 6l green bags. The tsr arranged the return of the device. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.